Manufacturer narrative:
The field was not populated due to a technical limitation. Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that while the approach cto microwire wire guide was being advanced into the anterior tibial artery (ata), it stopped advancing and became stuck within the catheter. It could not be removed alone, so the wire and catheter were removed together, and the procedure was completed with another set of devices. It was later found that the wire was damaged and partially unraveled near the distal tip. There were no injuries or additional procedures reported.